Event description:
Laser malfunctioned, not working, replacement coming from another hospital. Manufacturer is a preferred vendor for this department. Clinical engineering (ce) performed an electrical safety inspection (esi), on this rental laser device - we do not perform functional inspections. Vendors are responsible to have all rental devices working properly when they bring them into our hospitals. This holmium laser failed during the case and it was removed by litho 100 holmium laser vendor, another laser was brought in.

Event description:
Laser malfunctioned, not working, replacement coming from another hospital. Fortec medical is a preferred vendor for this department. Clinical engineering (ce) performed an electrical safety inspection (esi), on this rental laser device - we do not perform functional inspections. Fortec vendors are responsible to have all rental devices working properly when they bring them into our hospitals. This holmium laser failed during the case and it was removed by fortec medical vendor, another laser was brought in. Information: fortec medical - mfg: quanta - model: litho 100w.